Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (constant resets) has been confirmed. Upon eval, the u1003 component on the c/a board was defective and was drawing too much current. The u1003 component is a clpd (complex programmable logic device) macrocell, which controls the high-power logic functions of the monitor. The root cause of the defective component cannot be positively determined but is likely due to a random component failure. No adverse event resulted from the defective u1003 component. The pt received a replacement monitor.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for routine maintenance, the monitor reset after sending pt data. The last patient to use this monitor did not report any problems.